Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory found a shorted lead alert (code (B)(4)) was recorded on (B)(6)2017. Episode v-11 was reviewed and noted that the first 21 joule shock was successfully delivered; however, delivery of the second 41 joule shock yielded a shock impedance measurement below 20 ohms, which resulted in the recording of the code (B)(4). The device battery status then moved to battery capacity depleted as a result of long charge times caused by subsequent attempts to deliver shock therapy. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the second shock at 41 joules which resulted in the shorted shock lead alert. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the device to declared explant because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Laboratory analysis confirmed that the ICD sustained damage as a result of a shorted lead condition during shock delivery.

Manufacturer narrative:
The ICD is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received shocks from the device and went to the hospital. Interrogation revealed several alerts were recorded indicating that a short circuit condition was detected during the delivery of a shock and the capacitor charge time had exceeded the limit. In addition, it also displayed that the ICD had reached battery capacity depleted. Boston scientific technical services (ts) was contacted and a ts consultant discussed that the right ventricular (rv) lead had shorted to the ICD when delivering shocks which resulted in damage to the ICD which prevented it from charging again to deliver further shocks. As the charge time was exceeded, the ICD will then automatically go into safety mode with limited therapy available. The ts consultant discussed that replacement of the ICD and rv lead was recommended. Additional information was received that the ICD was explanted and successfully replaced. The rv lead was surgically abandoned and also replaced. No additional adverse patient effects were reported.